Manufacturer narrative:
User facility was to have returned part to the manufacturer for evaluation. No such part has been received by the manufacturer. If the part is able to be evaluated by the manufacturer and additional relevant information is obtained, a follow-up report will be filed.

Event description:
It was reported by the customer that the fowler motor is leaking oil from the shaft seal. No adverse consequences have been reported.